Manufacturer narrative:
The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11114. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was used to deliver the 30mm watchman ® laa closure device & delivery system (wds). After they deployed the device, a small thrombus had formed on the end of the system which was snapped together. It was noted that there was no evidence of thrombus pre or intra procedure prior to this. The closure device was released and the thrombus was aspirated into the sheath. The patient's activated clotting time was 221sec. There were no further complications reported and the patient status is fine.